Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent spinal fusion at t10-iliac. On an unknown date, post-op, the rod broke. Hence, the patient underwent a revision surgery, in which the broken rod was completely explanted; and was replaced with a new one. No information is available on patient outcome.

Manufacturer narrative:
Product analysis: visual inspection confirmed the rod has broken in multiple places. Severe damage and smearing noted on fracture surfaces. No pre-existing surface defects were identified that could contribute to the breakage. Dimensional inspection confirms conformance to print specification. After visual, microscopic and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants. This type of damage is consistent with failure due to bend stress overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
X-ray review results: post-op x-rays for t10 to pelvis fixation are present. Interbody grafts are present at l5-s1/l4-l5, l3-l4. Fusion status is unknown. There are rod fractures present bilaterally. Rod contouring appears excessive. If information is provided in the future, a supplemental report will be issued.